Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) got shut off during therapy. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit is serviced by a third party entity. If any further information is provided, the complaint will be updated and processed accordingly.

Event description:
N/a